Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose level that ranged from 28-29 mg/dl. Reportedly, the customer became unconscious and fell. Subsequently, the customer foot was injured. Customer consumed carbohydrates prior to going to the ER in attempt to resolve bg level. Customer was treated with intravenous saline and dextrose while in the ER, and was released from the ER 11 hours later with no permanent damage. The customer alleged that the pump auto-delivered a 12-13 unit bolus. Tandem technical support (cts) performed a system check on the pump and determined that the pump functioned as intended. Customer maintained the allegation that the pump auto-delivered the bolus and declined to further troubleshoot with cts. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the pump did not deliver more insulin than requested via a bolus.